Event description:
It was reported that, "revision done last week. Same issue persisted. Took out stem and put in monolithic."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR at this time. If additional info becomes available, then it will be submitted in a supplemental report.